Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, resistance was encountered and difficulties removing the lock line occurred. The lockline was pulled and the clip was unlocked. The clip was removed and replaced. One clip was implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
H6: medical device problem: removed code 4012. All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knots in the lock line; however, a definitive cause for the knots cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.